Manufacturer narrative:
A report was previously submitted under 2518422-2026-001033, indicating that the due date was 1/8/2026. This was an incorrect entry; the due date is 2/5/2026. This report is intended to correct this.

Event description:
The manufacturer received information alleging cosmetic issues on a ventilator, including missing enclosure feet, a missing power cord clamp, and a damaged handle. The device was not reported to be in use on a patient at the time of return. The ventilator was returned to the manufacturer¿s service center for evaluation, and the cosmetic complaints were confirmed. During repair testing, the device failed an o2 low flow test, and further evaluation identified a malfunction of the active exhalation control modul. The active exhalation control module was replaced to address the issue.